Manufacturer narrative:
The returned catheter has been received on october 4, 2004 and is currently undergoing mechanical inspection. A written report will be completed once the investigation is completed.

Event description:
The user facility reported the 110-4hm fell out of the patient's head between the surgery and the intensive care unit. No specific details have been provided on the patient movement from the one unit of the other.